Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with hiccups. It was discovered that the right atrial (ra) lead had dislodged. The lead was exhibiting high thresholds and the patient was experiencing diaphragmatic and phrenic nerve stimulation. The hiccups resolved when only pacing the ventricle. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.